Event description:
It was reported by the manufacturer's representative that at the conclusion of the successful transurethral needle ablation of the prostate procedure, the physician neglected to retract the needles of the cartridge back into the handle. The cartridge was removed from the patient with the needles still extended. The patient was discharged home following the procedure. However, later that evening, he was admitted to the hospital for excessive bleeding. He was discharged the following day, but readmitted for continued monitoring two days later. The patient was subsequently discharged from the hospital with no further bleeding and reported to be voiding on his own. There was no reported problems with the device and the device was discarded.